Event description:
On (B)(6) 2026, a patient received total hip arthroplasty. A peristem fracture occurred postoperatively on an unknown date. On (B)(6) 2026, a revision surgery was performed to repair the fracture. The surgeon commented that the condition is likely the result of patient factors including dementia.